Event description:
It was reported that the patient presented to the hospital due to a syncopal episode. The bipolar sensing was set to 1.0 mv and the measured bipolar r-wave was 1.0 mv. The device exhibited intermittent ventricular sensing.